Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-632a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was reported that during a bph surgical procedure at 15 mins of use, the fiber tip was noted to be ruptured and fiber tip forward firing was observed. The fiber (tip) was not cleaned during the procedure. The procedure was completed with alternative method; turp. Patient outcome: "stable" reported. No injury to the patient was reported.